Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the defibrillator intermittently fails the operational check for ECG monitoring. There was reportedly no patient involvement.